Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue; a cracked battery compartment with moisture ingress. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-feb-2019 with the following findings: on examination, the battery compartment as confirmed to be cracked with moisture leakage into the battery compartment. Leak testing also revealed moisture ingress at the audio bolus button. There was evidence of moisture corrosion inside the battery compartment, in the interior compartment of the pump on the display board, transceiver board, the keypad connector and the display. Investigation duplicated the complaint.